Event description:
Rptr had her first back operation in feb 1987, the second in march 1987, and the third 2/7/91. The first involved a fusion, 2 rods and screws were inserted in her spine. Never pain free and in more pain than before surgery. She had a third operation whereby the top rod was removed and another 14 " was put in its place. While she was still in a body cast, one screw broke. The second broke after fusion was supposed to be in place january 1992. The broken screws are separating and causing excruciating pain. She has constant fears of paralysis. The pain is not only in the area where the screws are broken, but also down the legs. She had no idea the plates and screws had not received approval from the FDA. She would never had agreed to the procedure under those circumstances. (*)info was submitted as follow-up 2/7/95: add'l side effects: 1) chronic neuropathy, 2) nerve clusters, 3) arach noiditis, 4) two broken foramen nerve hooks, 5) nerve damage left leg, 6) failed fusion, 7) 2 broken pedicle screws, 8) suspected pseudarthrosis.